Event description:
On september 7, 2006 the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra meter would not power on. The senior medical affairs specialist spoke with the reporter on september 11, 2006 to obtain/clarify information. The meter stopped powering on approx two weeks earlier. The patient's back up meter (unknown type) was also not working at the time. He had been administering 20 units of unknown insulin in the evening and 4 units of humalog three times daily. The humalog insulin was supposed to be administered using his sliding scale; however, since he was unaware of his blood glucose levels, he was taking the usual 4 units dose. The patient developed blurry vision and memory recall problems two days prior to original date. Coincidentally he had a prescheduled doctor's appointment on the following day at 1:45 pm. The physician obtained a 375 mg/dl on an ascensia blood glucose meter. No treatment was received. He was advised to increase his evening insulin dose to 40 units and a set 6 units of humalog three times daily. The customer care advocate (cca) verified that the patient was using the correct type of test strips, he had replaced the battery per the owner's manual, there had been no trauma to the meter, the battery was correctly installed, the meter was not downloaded prior to attempting to test, and the battery was in good condition. The cca walked the reporter through pressing the power button and inserting a test strip all the way into the strip port. The meter did not power on. The meter, test strips, and control solution were replaced. This complaint is being reported as an adverse event due to the following conclusion: the patient was unable to test for two weeks, continue to take a set dose of insulin, developed symptoms, and was found to be hyperglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan inform FDA of the results in a suplemental report.